Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.

Event description:
It was reported that after an unknown procedure, the stud at the end of the hand piece has become loose. May have been dropped on stud. No patient consequence.